Event description:
It is reported that the pt was revised due to pain. During the revision surgery it was discovered that the locking screw sheered off flush with the stem extension and migrated out of the articular surface and behind the femur.

Manufacturer narrative:
Device history records were reviewed, no deviations or anomalies were found. Visual inspection of the returned articular surface identified that the posterior edges and the dovetail feature are severely deformed and compressed. There are uniform arc gouges on half of the articular surface bottom, possibly due to a piece of debris that was trapped or movement of the articular surface. Gouges are also present surrounding the hole that accepts the lockdown screw. Slight markings are visible at the top of the spine and anterior edge; likely the result of removal. Visual inspection of the returned stem extension and lockdown screw confirms the fracture and that the fractured piece of the screw remains seized in the stem. Cement is present at the distal end of the stem and within the flutes. Sem analysis was performed on the screw. Beach marks were visible, indicating the fracture likely initiated from near the outer diameter of the screw. Striations were observed indicating the primary fracture mode is fatigue. Eds analysis was constant with ti-6al-4v. These devices are used for treatment. The package insert states that fracture/damage of the prosthetic knee components is an adverse effect. A product history search revealed no additional complaints against the related part/lot combinations. Based on the compressed portion of the articular surface it is likely it was not fully engaged with the plate. It appears as though one side was engaged while the other was not. It is likely there was some liftoff of the articular surface that caused the lockdown screw to fracture or possibly the lockdown screw fractured first which resulted in the liftoff. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when out investigation is complete.